Event description:
A caller reported encountering a cgm error 42 with their device. There was no adverse impact to the customer's blood glucose level as no specific issues were reported. Technical support assisted by providing detailed instructions for resetting the pump, and after performing the reset, the error did not recur. The caller was advised to wait 20 minutes before starting their sensor session, which they understood and acknowledged.